Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown.

Event description:
Procedure was to repair a tethered thoracic spinal cord and arachnoid cyst from t3 to t9. Surgeon placed the 7x20 dural graft with dural seal on the suture line. Patient was flat for 3 days. Patient experienced a headache and MRI confirmed csf leak. Leak was noted to come from a tack up stitch but surgeon also commented that the csf was sweating through the graft. The doctor took the patient back to the operating room and placed a duragen graft.